Event description:
It was reported that the images on the 9800 system were reversed on the c-arm during a case. Also, the system was activating the image orientation at boot-up without anyone touching the system. No patient injury has reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep found the system was operating as intended. The incident was a user error.